Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and polyneuropathy ("autoimmune issues,autoimmune disorder type of disorder/ small fiber polyneuropathy") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure did not undergoes confirmation test.". The patient's medical history included obesity. Concurrent conditions included hypertension and asthma. Concomitant products included atenolol since 2010, hydrochlorothiazide since 2010, ibuprofen since (B)(6)2005, paroxetine hydrochloride (paxil) from 2005 to 2010, salbutamol sulfate (albuterol sulfate) since 1990 and triamcinolone from (B)(6)2016 to (B)(6)2016. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2005, the patient experienced osteoarthritis ("osteo arthritis/knee problems"). In (B)(6)2005, the patient experienced rash ("rashes or skin conditions type: rash on lower legs"). In (B)(6)2006, the patient experienced alopecia ("hair loss"). In (B)(6)2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced tooth disorder ("dental problems"). On (B)(6)2010, the patient underwent hernia repair ("hernia repair"), 4 years 9 months after insertion of essure (ess205). In (B)(6)2010, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6)2016, the patient experienced polyneuropathy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), adhesion ("adhesions") and arthralgia ("knee pain/knee problems"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant. Salpingectomy (bilateral removal of fallopian tube). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, headache, abdominal pain, back pain and arthralgia was resolving, the polyneuropathy, hypersensitivity, adhesion, mood swings, vaginal haemorrhage, menorrhagia, cystitis, rash, migraine, tooth disorder, dysmenorrhoea, hernia repair, dyspareunia, vaginal discharge, vision blurred, weight increased, alopecia and osteoarthritis outcome was unknown and the nausea and fatigue had resolved. The reporter considered abdominal pain, adhesion, alopecia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hernia repair, hypersensitivity, menorrhagia, migraine, mood swings, nausea, osteoarthritis, pelvic pain, polyneuropathy, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received. Reporter information was added. Product indication were added. New events were added- mood swings, vaginal hemorrhage , menorrhagia, bladder infections, urinary tract infections, yeast infection, apareunia (inability to have sexual intercourse) , depression, anxiety, rash on lower legs, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), hernia repair , dyspareunia (painful sexual intercourse), pain, back pain ,abdominal pain ,knee pain, vaginal discharge, blurred vision, fatigue, weight gain, hair loss, knee pain/knee problems, osteo arthritis/knee problem and essure did not undergoes confirmation test. Event verbatim was updated as autoimmune issues, autoimmune disorder type of disorder/ small fiber polyneuropathy and pt was updated to polyneuropathy. Event outcome of pain was added as recovering / resolving and event onset date was added. Concomitant drugs were added. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and small fibre neuropathy ('autoimmune issues,autoimmune disorder type of disorder/ small fiber polyneuropathy') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure did not undergoes confirmation test.". The patient's medical history included obesity, ovarian cyst nos, inguinal hernia repair, adenomyosis and chronic cervicitis. She had no anal pain. Concurrent conditions included hypertension and asthma. Concomitant products included atenolol since 2010, hydrochlorothiazide since 2010, ibuprofen since july 2005, paroxetine hydrochloride (paxil) from 2005 to 2010, salbutamol sulfate (albuterol sulfate) since 1990 and triamcinolone from january 2016 to february 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. In may 2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In june 2005, the patient experienced osteoarthritis ("osteo arthritis/knee problems"). In october 2005, the patient experienced rash ("rashes or skin conditions type: rash on lower legs"). In may 2006, the patient experienced alopecia ("hair loss"). In october 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In december 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2009, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient underwent hernia repair ("hernia repair"), 4 years 9 months after insertion of essure (ess205). In july 2010, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In march 2016, the patient experienced small fibre neuropathy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), adhesion ("adhesions"), arthralgia ("knee pain/knee problems") and flatulence ("gas pain"). The patient was treated with surgery (robotic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, headache, abdominal pain, back pain and arthralgia was resolving, the small fibre neuropathy, hypersensitivity, adhesion, mood swings, vaginal haemorrhage, menorrhagia, cystitis, rash, migraine, tooth disorder, dysmenorrhoea, hernia repair, dyspareunia, vaginal discharge, vision blurred, weight increased, alopecia, osteoarthritis and flatulence outcome was unknown and the nausea and fatigue had resolved. The reporter considered abdominal pain, adhesion, alopecia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, headache, hernia repair, hypersensitivity, menorrhagia, migraine, mood swings, nausea, osteoarthritis, pelvic pain, rash, small fibre neuropathy, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Most recent follow-up information incorporated above includes: on 13-nov-2019: with follow up received via social media this case was detected to be a duplicate to record # us-bayer-2019-213360 which will be deleted after all information was transferred to this record us-bayer-2017-208934 which will be retained. New: reporter stated in answer to other patient's post she had no anal pain, but pain could be from gas (event flatulence added) incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and small fibre neuropathy ('autoimmune issues,autoimmune disorder type of disorder/ small fiber polyneuropathy') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure did not undergoes confirmation test.". The patient's medical history included obesity, ovarian cyst nos, inguinal hernia repair, adenomyosis and chronic cervicitis. Concurrent conditions included hypertension and asthma. Concomitant products included atenolol since 2010, hydrochlorothiazide since 2010, ibuprofen since july 2005, paroxetine hydrochloride (paxil) from 2005 to 2010, salbutamol sulfate (albuterol sulfate) since 1990 and triamcinolone from january 2016 to february 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. In may 2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In june 2005, the patient experienced osteoarthritis ("osteo arthritis/knee problems"). In october 2005, the patient experienced rash ("rashes or skin conditions type: rash on lower legs"). In may 2006, the patient experienced alopecia ("hair loss"). In october 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In december 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2009, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient underwent hernia repair ("hernia repair"), 4 years 9 months after insertion of essure (ess205). In july 2010, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In march 2016, the patient experienced small fibre neuropathy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), adhesion ("adhesions") and arthralgia ("knee pain/knee problems"). The patient was treated with surgery (robotic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, headache, abdominal pain, back pain and arthralgia was resolving, the small fibre neuropathy, hypersensitivity, adhesion, mood swings, vaginal haemorrhage, menorrhagia, cystitis, rash, migraine, tooth disorder, dysmenorrhoea, hernia repair, dyspareunia, vaginal discharge, vision blurred, weight increased, alopecia and osteoarthritis outcome was unknown and the nausea and fatigue had resolved. The reporter considered abdominal pain, adhesion, alopecia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hernia repair, hypersensitivity, menorrhagia, migraine, mood swings, nausea, osteoarthritis, pelvic pain, rash, small fibre neuropathy, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Amendment: the report was amended for the following reason: the case 2019-207212 (MFR# 2951250-2019-11525) was identified as a follow up of this case. Therefore, the case 2019-207212 was deleted from argus database. New reporter added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure did not undergoes confirmation test.". The patient's medical history included obesity, ovarian cyst nos, inguinal hernia repair, adenomyosis, chronic cervicitis, c-section and miscarriage. She had no anal pain. Concurrent conditions included hypertension and asthma. Concomitant products included atenolol since 2010, hydrochlorothiazide since 2010, ibuprofen since (B)(6) 2005, paroxetine hydrochloride (paxil) from 2005 to 2010, salbutamol sulfate (albuterol sulfate) since 1990 and triamcinolone from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2005, the patient experienced osteoarthritis ("osteo arthritis/knee problems/foot problem"). In (B)(6) 2005, the patient experienced rash ("rashes or skin conditions type: rash on lower legs"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient underwent hernia repair ("hernia repair"), 4 years 9 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2016, the patient experienced small fibre neuropathy ("autoimmune issues,autoimmune disorder type of disorder/ small fiber polyneuropathy"). On an unknown date, the patient experienced abdominal hernia ("abdominal hernia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bronchitis chronic ("chronic bronchitis"), hypersensitivity ("allergic reactions"), pelvic adhesions ("adhesions"), arthralgia ("knee pain/knee problems"), flatulence ("gas pain"), hot flush ("hot flashes"), night sweats ("night sweat"), procedural pain ("pain during and after the procedure"), tendonitis ("tendonitis"), nephrolithiasis ("kidney stone"), plantar fasciitis ("plantar fasciitis"), intervertebral disc degeneration ("degenerative disc disease") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (robotic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, headache, abdominal pain, back pain and arthralgia was resolving, the bronchitis chronic, hypersensitivity, pelvic adhesions, mood swings, vaginal haemorrhage, menorrhagia, cystitis, rash, migraine, tooth disorder, dysmenorrhoea, abdominal hernia, dyspareunia, vaginal discharge, vision blurred, weight increased, alopecia, osteoarthritis, flatulence, hot flush, night sweats, procedural pain, tendonitis, nephrolithiasis, small fibre neuropathy, plantar fasciitis, hernia repair, intervertebral disc degeneration and blepharospasm outcome was unknown and the nausea and fatigue had resolved. The reporter considered abdominal hernia, abdominal pain, alopecia, anxiety, arthralgia, back pain, blepharospasm, bronchitis chronic, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, headache, hernia repair, hot flush, hypersensitivity, intervertebral disc degeneration, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, night sweats, osteoarthritis, pelvic adhesions, pelvic pain, plantar fasciitis, procedural pain, rash, small fibre neuropathy, tendonitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media ¿ procedural pain, nephrolithiasis, tendonitis, plantar fasciitis, chronic bronchitis, abdominal hernia, degenerative disc disease, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event eyelid stretching added. Reporter details added. On 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure did not undergoes confirmation test.". The patient's medical history included obesity, ovarian cyst nos, inguinal hernia repair, adenomyosis, chronic cervicitis, c-section and miscarriage. She had no anal pain. Concurrent conditions included hypertension and asthma. Concomitant products included atenolol since 2010, hydrochlorothiazide since 2010, ibuprofen since (B)(6) 2005, paroxetine hydrochloride (paxil) from 2005 to 2010, salbutamol sulfate (albuterol sulfate) since 1990 and triamcinolone from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder, uti's, yeast"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2005, the patient experienced osteoarthritis ("osteo arthritis/knee problems/foot problem"). In (B)(6) 2005, the patient experienced rash ("rashes or skin conditions type: rash on lower legs"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In december 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient underwent hernia repair ("hernia repair"), 4 years 9 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2016, the patient experienced small fibre neuropathy ("autoimmune issues,autoimmune disorder type of disorder/ small fiber polyneuropathy"). On an unknown date, the patient experienced abdominal hernia ("abdominal hernia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bronchitis chronic ("chronic bronchitis"), hypersensitivity ("allergic reactions"), pelvic adhesions ("adhesions"), arthralgia ("knee pain/knee problems"), flatulence ("gas pain"), hot flush ("hot flashes"), night sweats ("night sweat"), procedural pain ("pain during and after the procedure"), tendonitis ("tendonitis"), nephrolithiasis ("kidney stone"), plantar fasciitis ("plantar fasciitis") and intervertebral disc degeneration ("degenerative disc disease"). The patient was treated with surgery (robotic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on 16-feb-2016. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, headache, abdominal pain, back pain and arthralgia was resolving, the bronchitis chronic, hypersensitivity, pelvic adhesions, mood swings, vaginal haemorrhage, menorrhagia, cystitis, rash, migraine, tooth disorder, dysmenorrhoea, abdominal hernia, dyspareunia, vaginal discharge, vision blurred, weight increased, alopecia, osteoarthritis, flatulence, hot flush, night sweats, procedural pain, tendonitis, nephrolithiasis, small fibre neuropathy, plantar fasciitis, hernia repair and intervertebral disc degeneration outcome was unknown and the nausea and fatigue had resolved. The reporter considered abdominal hernia, abdominal pain, alopecia, anxiety, arthralgia, back pain, bronchitis chronic, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, headache, hernia repair, hot flush, hypersensitivity, intervertebral disc degeneration, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, night sweats, osteoarthritis, pelvic adhesions, pelvic pain, plantar fasciitis, procedural pain, rash, small fibre neuropathy, tendonitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media ¿ procedural pain, nephrolithiasis, tendonitis, plantar fasciitis, chronic bronchitis, abdominal hernia, degenerative disc disease, most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event hot flashes, night sweat was added. Reporter was added. On 23-mar-2020: social media received: new events pain during and after the procedure, kidney stone, tendonitis, plantar fasciitis, chronic bronchitis, abdominal hernia, degenerative disc disease were added. New reporter were added on 23-mar-2020: fu 12, 13, 14, 15 processed together; on 23-mar-2020: fu 12, 13, 14, 15 processed together; on 23-mar-2020: fu 12, 13, 14, 15 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and adhesion ("adhesions"). The patient was treated with surgery (plantiff had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity and adhesion outcome was unknown. The reporter considered adhesion, autoimmune disorder, hypersensitivity and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.